Event description:
(B)(4). It was reported that post a percutaneous transluminal angioplasty (pta) procedure elevated creatinine and blood pressure occurred. A calcific occlusion was identified in the ostium of the right renal artery. The lesion intraluminal diameter was not measured. The total lesion length was 9mm. An express sd stent with a diameter of 6.0mm and length of 14mm was implanted. Clinical and radiological assessment identified the procedure as technically successful, with no procedure related complications and excellent angiographic results. At discharge improvement in luminal diameter was appreciated. Clinical outcome was successful. Hemodynamic success was reported as "no." Creatinine was 3.0 and blood pressure reported as 145/92. No pre-procedure creatinine or blood pressure level provided. No information provided for 1, 3, 6, 9 and 12 month follow up visits.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered operational context. (B)(4). Product unavailable for analysis.